Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic retossigmoidectomy, the patient presented an early fistula in the 3rd post-operative day, was re-operated twice, and the anastomosis was half open. It was also reported that the incision was extended for more than 1 inch and there was a blood loss of more than 500cc which required blood transfusion thereafter. The patient remains hospitalized in severe condition.